Manufacturer narrative:
The intra-aortic balloon catheter in this case was used via an axillary artery approach, which constitutes off-label use not recommended by insightra medical due to significant anatomical and mechanical concerns.

Event description:
Patient received axillary planed iabp (intra-aortic balloon pump) on (B)(6) 2023 related to worsening heart failure requiring mechanical circulatory support. Iabp was placed in the cath(catheterization) lab. On (B)(6) 2023, bedside rn noted alarms from console related to inability to inflate balloon. Rn noted blood in helium tubing reflecting rupture of the iab(intra-aortic balloon pump). Provider was notified and iab was placed in "standy" until it could be replaced. Iabp was removed and replaced with microaxial ventricular assist device (impella). Pt was admitted to the hospital on (B)(6) 2023 due to worsening heart failure, was placed on high dose inotropes with invasive hemodynamic monitoring and was upgraded on the wait list for heart transplantation. Patient's hemodynamic status again worsened requiring iabp support. Upon receipt of the complaint, insightra medical initiated an internal investigation and convened an internal meeting on (B)(6) 2023. As part of this process: · contact was made with the healthcare facility's records department for additional case-related information, without violating hipaa regulations. · the facility confirmed that the patient was admitted under extreme conditions, and multiple devices were employed during the procedure. · the user facility stated that the patient could not be stabilized using the iab catheter and required more invasive interventions. · it was confirmed that the patient's status during the procedure was not adversely affected by the insightra iabp catheter, and no causal relationship between the device and the patient's deterioration could be established. We are reporting now, as a response to FDA's observation in our recent audit.